Event description:
It was reported that bd insyte autog bc needle did not completely retract. The following information was provided by the initial reporter after IV started release button on IV was pushed felt weird and needle did not retract fully into safety piece. Nurse noticed needle tip sticking out of the end about 1/8 of an inch. Was there injury? No

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed; however, the root cause could not be determined from the three photographs that were provided for investigation. The needle was shown partially retracted within the shield (grip and barrel), but the needle tip remained exposed. No defects associated with the manufacturing process could not be identified from the photos. Without the physical sample, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.